Event description:
Reporter indicated that depression study pt was hospitalized due to worsened depression. All psychiatric medications were stopped at the pt's request during hospitalization. The pt also requested that the vns be programmed to off, but it has since been programmed back to on. It was reported that the pt still suffers from major depression, which did not improve. Treating physician feels that this incident is definitely not related to the vns therapy.